Event description:
It was reported following a heart catheterization and percutaneous coronary intervention (pci), a 6f angio-seal vip was used. Three days later, while awaiting discharge, the pt experienced a groin hematoma. The pt underwent surgical intervention for repair and the surgeon reportedly found bleeding around the angio-seal device. The pt required 3 units of packed red blood cells and is recovering in the coronary care unit. The pt was taking prescribed anti-coagulant medication.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.